Manufacturer narrative:
Investigation results: maquet received the device on 11/12/2009. The visual inspection revealed that a portion of the cold jaw boot insulation had broken off. The missing jaw boot was not returned. It was also observed that the cutter wire was burnt. Maquet is performing a more detailed investigation. A supplemental report will be submitted when the investigation has been completed and the final failure analysis has been received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged (popped out) so the balloon would not remain inflated. A 3-way stop cock was used on the same device to complete the procedure. The hospital did not report any pt complications. During this same case, the harvester was on the last two branches in the pt's leg when the hemopro continued to delivery energy and would not turn off even though the activation toggle switch was confirmed to be in the "off" position (power supply kept beeping). Staff removed the device, unplugged the cable, turned off the power supply, then re-plugged cable and turned on the power supply to cut the last branch. Again the tissue welder continued to deliver energy, but they were able to complete the procedure with the same device and removed from the pt immediately. Then they noticed that a piece of the silicone jaw broke off in the pt so they easily removed it from the original incision (no extension required) with the tissue welder. This report is for the second device "hemopro piece of silicone jaw broke off."